Event description:
I had my third child and decided I was done having kids. I told my doctor I wanted my tubes tied. He stated that they really don't do that very often any more and they do what is essure in the office. Ever since I had essure I have horrible cramps and bloating everyday. I feel like I am on my cycle each and everyday. I have sharp pains in my hip and lower back region. Also my back now catches every once in a while and I can not move till it releases. I have also gained almost 20 pounds since having essure done - not changing anything I was doing previously. I went for my 3 month check after being implanted and one side was not stopping or blocking any dye on the test. I go back again for another test (B)(6), 2014 for another dye test to see if it is working. I feel like this product has ruined my body. It hurts daily since (B)(6), 2013. I just want my life back and not live in pain and fear that I may become pregnant again.